Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va06xfc, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: va06xfc, ubd: 12-feb-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that during an explant procedure, an impedance test was conducted with the new ins and the existing lead (va06xfc) was outside of normal parameters on the combinations that included the ins as the ground (c-0, c-1, c-2). A new lead was placed and the issue was said to be resolved at the time of this report. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# va06xfc, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionalinformation received from the representative indicated that the provided information has been confirmed but because the impedance test was poor we had to exchange the lead.

Manufacturer narrative:
Product ID: 3889-33, lot# va06xfc, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who believes the lead was thrown out. No further patient complications have been reported as a result of this event.